Manufacturer narrative:
Event evaluation: still under investigation.

Event description:
Patient was symptomatic for dvt and catheter was pulled. The dvt was confirmed by doppler sound study, ultrasound and venous flow, before the catheter was pulled. The pic line has been placed into a patient who was diagnosed with a solid tumor with metastasis. The status of the patient at this time is unknown.